Event description:
Pump alarmed, blood noted in tubing after pump turned off balloon withdrawn from sheath, iab clotted off and could not be removed without surgical intervention. The pt was reported to have expired after surgery.